Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having chronic obstructive pulmonary disease (copd). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having chronic obstructive pulmonary disease (copd). The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged while was powering device on. The manufacturer concludes there was no evidence of sound abatement foam degradation.